Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were referenced in the article, but with no manufacturer device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately (B)(6). Possible models could include 6947, 6935. The date of death is not available at the time of this report, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: retained cardiac implantable electronic device fragments are not associated with magnetic resonance imaging safety issues, morbidity, or mortality after orthotopic heart transplant. American heart journal. 2017; 190:46-53. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads with retained lead fragments following extraction procedures. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths. The author noted the cause of deaths as pneumonia with renal failure, pulmonary embolism, and b-cell lymphoma of the central nervous system. The status of the leads is unknown. No further information was provided.